Manufacturer narrative:
All available information was investigated and the reported positioning failure of inability to capture the leaflets could not be replicated in a testing environment as they were related to patient and/or procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported inability to capture appears to be due to the reported tissue injury (torn anterior leaflet). The tissue injury appears to be due to multiple grasping and capturing attempt. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported delay to treatment/ therapy was a result of case specific circumstance as the tear to the anterior leaflet was observed, resulting in a clinically significant delay in the procedure. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report. H6: code 2993 was removed.

Event description:
Subsequent to the initially filed report, additional information was received stating the clip was unable to capture the leaflets. After the sgc was removed, deformation to the soft tip of the sgc was also observed.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a posterior prolapse. A steerable guide catheter (sgc) and an ntr clip were inserted, and multiple grasping attempts were performed. However, a tear to the anterior leaflet was observed, resulting in a clinically significant delay in the procedure. Therefore, the sgc and clip were removed, and the procedure was discontinued. Mr remained at grade of 4+. It was noted a tear to the soft tip of the sgc was observed. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.